Event description:
Patient admitted to acute rehabilitation unit with life vest. Approximately 12 days later, life vest monitor sounding, patient assessed and found to be unresponsive. Resuscitative efforts unsuccessful and patient expired the same day.